Event description:
On (B)(6) 2013, cormatrix cardiovascular became aware of a case study describing three cases of asymptomatic pseudoaneurysm formation following carotid endarterectomy procedures with patch closure with cormatrix ecm for carotid repair devices. The case study, titled, "early pseudoaneurysm degeneration in biologic extracellular matrix patch for carotid repair, " was published online (ahead of print) on june 27, 2013 in the journal of vascular surgery, and was discovered through a periodic peer literature review. Upon review of the article, it was determined two of the three cases ('case 1' and 'case 2' in the article) had been previously reported to cormatrix, and had been previously reported to FDA (cormatrix reported case 1 on (B)(6) 2012 ans 3005619880-2012-00008; cormatrix reported case 2 on (B)(6) 2012 as 3005619880-2012-00016). It was determined one of the three cases ('case' in the article) had not been previously reported to cormatrix. Details of the event regarding case 3 contained in the article are provided below: a (B)(6) woman presented with an asymptomatic 95% internal carotid stenosis, and then underwent an elective right carotid endarterectomy procedure with cormatrix ecm for carotid repair patch closure. Completion ultrasound was normal, and she was discharged the next day. Four months postoperatively, a pulsatile right neck mass was identified, and duplex scan and cta revealed focal 1.4 cm dilation of the distal right common carotid. The pt underwent a reoperation for exploration. Upon reoperation, exploration of the carotid repair site identified the intact suture line and a 3 cm pseudoaneurysm originating from the center of the patch. The cormatrix patch was excised, and the artery repaired with groin saphenous vein patch. Cultures taken from the explanted sample returned negative for aerobic and anaerobic bacterial growth. Tha authors indicate that there was no morbidity or mortality associated with the repair and that three months postoperatively, the pt was doing well. The cause of the pseudoaneurysm is unk.